Event description:
It was reported that patient was seen in clinic for follow-up and the patients insertable cardiac monitor had been completely removed by the patient and given to the physician. Patient had picked off dermabond and pocket opened up. Eventually patient pulled out the device completely. Patient condition was stable.